Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was not working. Boston scientific technical services (ts) advised to perform a patient initiated interrogation (pii) or to have the device checked by the clinic. An attempt to obtain additional information was unsuccessful. The crt-d remains in service. No adverse patient effects were reported.